Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of anomaly within the display is confirmed. The site rite prevue was visually inspected upon receipt and was found to be damaged and does not function properly. The root cause is due to a cracked lcd screen. The screen is cracked along the top edge. The front enclosure does not have any silicon sealing the gap around the touchscreen. The back enclosure is cracked around the probe well. The probe well is chipped. The probes strain relief is cracked. The probes transducer is chipped on the corners. The needle guide on the probe is chipped. The probes handle is separating along the seam. Three tall screw caps are missing. The front enclosure is cracked below the power button. The root cause is due to a cracked lcd screen. The screen is cracked along the top edge. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit has an anomaly on the screen.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit has an anomaly on the screen.